Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to current deep vein thrombosis (dvt); multi trauma ¿ pelvic, sacral & lumbar fractures, immobility r/t continuous mechanical ventilation, hit and run by motor vehicle. Patient is alleging, ¿tilt, vena cava perforation, fracture, device is unable to be retrieved, organ perforation ¿ penetration of diaphragmatic crus adjacent to aorta and pancreatic head, embedment, pain post implant.¿ patient further alleges, ¿I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter has tilted, embedded, and it has perforated the vena cava, causing penetration of diaphragmatic crus adjacent to aorta and pancreatic head; the filter has also fractured, and the device is unable to be retrieved. I also experience pain, constant anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ patient further notes, ¿I can no longer jog because my blood pressure elevates due to the fear I have of the filter migrating. Severe depression - it cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries.¿ on (B)(6) 2017: CT abdomen wo IV contrast. "Re-demonstration of ivc filter which is again suprarenal in location with the tip of the and filter within the intrahepatic ivc. Multiple ivc filter struts which extend beyond the confines of the ivc. Ivc filter is tilted to the right. Prominent right-sided right which penetrates the right diaphragmatic crus just adjacent o the aorta which may account for pain on inspiration. Additional prominent strut anteriorly which appears to about the adjacent pancreatic head. Additionally fractured strut is seen within the posterior perirenal space along the superior psoas." Impression: "re-demonstration of abnormally high positioned ivc filter with few prominent struts which extend beyond the confines of the ivc as well as interval struct fracture as detailed above." On (B)(6) 2017 - report from CT, vascular consultation. "I reviewed the images with the patient in the office as well as read the report. My interpretation is that there is inferior vena cava filter behind the level of the liver. This appears to be pretty central. I see no filling defect on the images that I observed. After reviewing the struts there are 4 main struts at the 12, 6, 3, and 9: o'clock position. Between each struts are 2 sets of smaller struts for a total of 8 secondaries in for primary struts all appear to be symmetric. The top cap is in place with the hook in its location. Also further review suggests that the primary hooks have actually perforated the inferior vena cava filter in all 4 quadrants demonstrating good fixation. Inferior vena cava filter behind the level of liver. Although she is complaining of some shortness of breath/discomfort under her right rib I find it difficult given the sensory receptors in the venous system that this is exactly is being caused by the filter. Also review of the 2009 CT scan demonstrates the filter has been in this location since then. When counting out all the struts there appears to be no sign of embolization."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.